Event description:
Contact reported that 2-weeks later the pt returned complaining of pain. An x-ray found that the rod had slipped down on the left side. A revision procedure was performed and hardware was removed and replaced. Contact reported that it was found that the screws did not break, but that they were not locked in and had loosened. As surgical intervention occurred an MDR is being filed to document this event.